Event description:
Customer received blood glucose readings of 248, 111, 132mg/dl. Took insulin as usual, passed out. Emergency medical technicians were called and received a glucose reading of 12mg/dl. Customer was taken to the hosp and received glucose injection and released after observation. Glucose controls were expired. Request for return of suspect device was requested. Replacement product was sent.